Event description:
It was reported that during pm, the biomed had noticed that there have been a "larger than expected number of pump modules" that are failing outside the 3.5% rate accuracy acceptable limit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during pm, the biomed had noticed that there have been a "larger than expected number of pump modules" that are failing outside the 3.5% rate accuracy acceptable limit. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had accuracy issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.